Manufacturer narrative:
No observable defects could be found with the component itself. Measuremetns taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number was not available from the doctor's office.

Event description:
Dental asst reported that a pt presented with pain in area of #22, was part of overdenture with zest attachment. Infection was present, pt was last seen one yr prior. No problems noted at the time. Pt is same pt as prior MDR report #m519785.